Event description:
Customer reported that the touchscreen is cracked and not functioning.

Manufacturer narrative:
Customer reported a damaged display. Upon evaluating device confirmed unit had a cracked display and it is not functioning as a result. Proceeded to replace screen and perform functional tests. Performed safety testing and calibrated unit to factory specifications. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint number: (B)(4).